Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Identifier, age, gender, weight not reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been completed. Manufacturing location: (B)(4), manufacturing date: august 10, 2011. No non conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a spine surgery for degenerative disc disorder, on (B)(6) 2013, it was not possible to detach the trial implant from the applicator and applicator knob. The surgery was not prolonged. There was no patient harm and the surgery was completed successfully. A back-up applicator device was used to complete the surgery. Concomitant reported parts: 1x inner shaft (part 03.812.003 lot unknown). This is report 1 of 3 for (B)(4). This report is for one applicator handle.

Manufacturer narrative:
Previously reported concomitant part 03.812.003 is no longer considered as concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.